Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated. It is unknown which lead migrated, therefore both devices are being reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02259. It was reported that the patient experienced ineffective therapy as one of the two implanted leads had migrated. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was repositioned addressing the issue. During the procedure it was noted that the anchor was not fully locked. In turn, the anchor was locked securely. Reportedly, effective therapy was restored post operatively.